Event description:
It was reported that an unknown size vision stent that had been placed at an unknown time restenosed. The 3.5 x 12 mm rx xience prime was advanced and deployed uneventfully at the lesion. The same xience prime balloon was re-inflated for post-dilation but it would not deflate. The balloon catheter was removed while still inflated from the anatomy with some force. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system was discarded. A follow-up report will be submitted with all additional relevant information. The xience prime stent is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Re-stenosis is a known adverse event as listed in the vision instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.